Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen and balloon. The hypotube had numerous kinks. Microscopic examination revealed a pinhole over the in the middle of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. After pre-dilatation was performed with a 15x20mm maverick balloon catheter, a 2.5x16mm synergy drug-eluting stent was implanted. A 2.50mm x 12mm nc emerge balloon catheter was then advanced for post-dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 2.5x12mm non-bsc balloon catheter. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. After pre-dilatation was performed with a 15x20mm maverick balloon catheter, a 2.5x16mm synergy drug-eluting stent was implanted. A 2.50mm x 12mm nc emerge balloon catheter was then advanced for post-dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 2.5x12mm non-bsc balloon catheter. No patient complications nor injuries were reported.